Manufacturer narrative:
(B)(4).

Event description:
Review of the episodes revealed multiple non-sustained ventricular oversensing episodes were due to post paced t-wave oversensing.

Event description:
It was reported that an alert for non-sustained ventricular oversensing was noted. Programming changes were recommended.